Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the mobi-c implant disassembled in the disc space when the surgeon attempted to adjust its position in situ. The implant was removed and replaced with an alternate was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with product received. The product was confirmed disassembled upon arrival. Visual inspection revealed no abnormalities or blemishes on the product. Functional testing revealed that the product could be reassembled and discharged properly. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.